Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the operator attempted to deploy the 5f exoseal vascular closure device (vcd) in the black-black state of the indicator window, but the deploy button could not be pressed. Therefore, the product was not available, and manual compression was performed for 20 minutes to achieve hemostasis. There was no reported patient injury. The exoseal vcd was used in a transcatheter arterial chemoembolization (tace) procedure. The exoseal vessel closure unit was prepared and used in accordance with instructions for use (IFU) instructions. There were no visible signs of device/package damage prior to use. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black. The button would not depress at all when depression was attempted. A 5f non-cordis catheter sheath introducer was used. There was no access vessel tortuosity. The patient¿s body mass index (bmi) was not greater than 40. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use exoseal. The physician achieved certification on the use of exoseal and has used the device several times prior to this procedure. The device will be returned for evaluation.